Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor inserted ttso-10-5 into the patient with pancreatic cancer to drain the biliary tract. The biliary narrowing was not severe. The oa-10 was loaded with ttso-10-5 and entered through the guidewire (0.025" visi 2, straight). When ttso entered the duct, there was some resistance. The ttso was where he wanted it to be, and the doctor removed the oa-10 and the guidewire, and removed the scope. However, it was discovered that the ttso second flap was stuck in the elevator of the scope. This led to concerns about bleeding inside the duct. The procedure was repeated again, a new ttso-10-5 was inserted, and the procedure was completed according to the doctor, they changed the scope from 260 to 290 in july of this year, and there had never been an event like this one before. The doctor wonders if it's a problem with the scope or the ttso did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.